Event description:
FDA user facility mw report mw 0500470000-2024-0039 reported, the circuit separated at the joint multiple times during the case, had to intervene. The circuit disconnected multiple times at the y connection during the case. Caused interruption of the procedure and interfered with the anesthesia patient care. There was no reported injury.

Manufacturer narrative:
The device history record for lot 0004284395 was reviewed and the product was produced according to product specifications. The sample was reported to be available but has not yet been received by the manufacturer; without a sample to perform functional evaluation the root cause cannot be determined. All information reasonably known as of 30 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: h10. The device history record for lot 0004284395 was reviewed and the product was produced according to product specifications. The sample was reported to be available but has not yet been received by the manufacturer; without a sample to perform functional evaluation the root cause cannot be determined. All information reasonably known as of 26 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
FDA user facility mw report mw (B)(4) reported, the circuit separated at the joint multiple times during the case, had to intervene. The circuit disconnected multiple times at the y connection during the case. Caused interruption of the procedure and interfered with the anesthesia patient care. There was no reported injury.